Event description:
After an insulin injection at home, a bulge appeared at the injection site.

Manufacturer narrative:
After an insulin injection at home, a bulge appeared at the injection site. Several testing and documents were reviewed: bioburden report, endotoxin report, irradiation certificate, biocompatibiilty testing, manufacturing documentations. However, no abnormalities were found. Penetration force testing was also performed with 5 samples retained from the same batch number. None of the needles tested from the same batch reached beyond the maximum penetration force of 1.0n (max 0.7 per gb15811-2016).